Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient had a previous hernia repair surgery on (B)(6) 2012 and mesh was implanted which is captured in a separate file. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/11/2022. Additional information: a1, a2. Additional b5 narrative: it was reported that the patient experienced abdominal pain and adhesion following surgery.